Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had differences in sensor glucose and blood glucose readings. Customer stated that his sensor reading was far off from his blood glucose reading. Customer stated that the pump went into suspend before a low. Customer tried to resume but it would not allow him. Customer was stuck in the cycle of suspend before the low. Customer's sensor glucose was 4.5 mmol/l and blood glucose was 5.5 mmol/l. Difference between readings was within an acceptable range. Customer was able to resume his basal rates and was advised to change the sensor. Within the first 12 hours, the sensor was reading really low. Customer swapped out the transmitter and the issue still occurred. Customer was concerned because the pump usually alarms but it didn't. Customer stated that he couldn't get out of the loop. Customer was advised that the sensor will be replaced.